Event description:
It was reported via repair work order that the bed exit would not engage due to the scale not being zeroed properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.